Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion during percutaneous transluminal coronary angioplasty (ptca). During the procedure, the non-bsc guidewire got stuck with the catheter inside the patient. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion during percutaneous transluminal coronary angioplasty (ptca). During the procedure, the non-bsc guidewire got stuck with the catheter inside the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the catheter was in good condition. The device was returned along with a guidewire. During product analysis, the returned device presented no damage that could be related to the reported event of guidewire got stuck with catheter.